Event description:
Coroner returned device to the manufacturer stating no report required. Drug used: morphine. Coroner's office stated according to records, cause of death was 1. Mixed drug intoxication 2. Cardiomyopathy, severe obesity.